Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the colonovideoscope had a noisy image, a b30 error code (scope communication error) and an e216 error code (scope communication error). Based on the results of the investigation, the probable root cause of the b30 and e216 error codes was no connection from endoscopic position detecting unit. Based on the results of the investigation, the probable root cause of the noisy image is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation, the colonovideoscope had a noisy image, a b30 error code (scope communication error) and an e216 error code (scope communication error). There were no reports of patient involvement.